Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Suspected rupture, side unknown.

Manufacturer narrative:
Sientra complaint case (B)(4). Additional information: sientra received updated information that the device in questioning belongs to mentor and does not belong to us. The health care provider will follow up with mentor. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.